Event description:
A site biomed representative reported that, while in a spine procedure, the imaging system door would not fully close. Door open message remained visible on the pendant and the site was unable to perform a spin of the patient. Issue occurred on the initial spin for this procedure. It was reported that the surgeon opted to cancel the procedure and re-schedule.

Manufacturer narrative:
Quality engineering analysis of this event found: the reported issue was due to the rotor position slipping due to the gantry being driven into a wall. This causes the drive belt to slip and the rotor to get out of alignment. The two types of hazards caused by the rotor being out of alignment are extend surgery and abort navigation. The safety risks were evaluated and the risks were found less than currently predicted. Adding additional conclusion code.

Manufacturer narrative:
(B)(4). A medtronic representative performed an imaging system check-out, imaging & navigation areas passed, mechanical test failed: door would not close. Medtronic representative found the rotor was extended not allowing door to close; retracted rotor to correct position and performed motion home calibration. System performed as intended. A 02/20/2015 a medtronic representative, following-up at the site, reported the imaging system 00248 was back up. The rotor had slipped out of position not allowing the door to close. No parts have been returned to manufacturer for analysis. No further issues have been reported.